Manufacturer narrative:
The most probable cause is not yet determined, investigation pending.

Event description:
A customer reported that calibration did not pass for progesterone (prog iii). The customer did not have any remaining calibrator sets for prog iii to recalibrate and it is currently backordered. A technical support specialist (tss) sent the customer prog ii to use until prog iii is back in stock. Tss followed up with the customer and ensured they are able to run prog ii without issues. The customer is waiting for prog iii to arrive which has resulted in a delay. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.